Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump had a short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed multiple low battery warnings and evidence of a partially discharged battery installed. A visual inspection of the pump showed that the battery compartment was cracked with no evidence of moisture contamination. No battery cap was returned; a test battery cap was able to fully tighten on to the pump with no power loss. The pump¿s battery life indicatory showed a fully charged battery. The current draws were found to be within specifications. The pump cover was opened and no internal moisture or damage was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.